Manufacturer narrative:
Post market safety reviewed this case reported by a hcp. According to the report, a device battery problem occurred specifically, the device battery was reported to be swollen. Per the report, the customer did not require medical intervention and received a replacement device. Additionally, the hcp reported no further information is available and the device will not be returned for investigation. Insufficient information was reported for assessment and further investigation. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It has been reported that the omnipod personal diabetes manager (pdm) battery is swollen.